Event description:
It was reported that six (6) large volume infusors had particles. This issue was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from march 14, 2022 - march 15, 2022. H10: the six (6) actual samples were received for evaluation. Visual inspection was performed using a magnifying lamp for evidence of particulate matter. As a result, only two (2) units were found to have white particles floating freely in the fluid of the bladder. The particles were in the fluid path. No evidence of particulate matter was found in the remaining four (4) units. The floating particles found from the two units were subsequently removed from the bladder for measurement and material identification. The white particles were found to be 0.10 and 0.15 square mm in size. The white particles were identified to be acrylic material via ftir test. Acrylic is the material of the plastic stressmember which is located inside the bladder. Tiny shavings from the plastic stressmember may have become loose and got stuck onto the stressmember body during manufacturing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.